Event description:
This rv lead was repositioned on (B)(6) 2013 because the physician was going in to reposition the ra lead that was dislodged and thought it would be a good idea to reposition this lead as well. It was reported that the patient had to use her arms a lot to get up and down, which may have contributed to the situation. The lead remains actively implanted and there are no known complaints against this lead. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.